Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. Not lot number was provided, therefore a review of batch manufacturing records could not be conducted. On this occasion we are unfortunately unable to reach a definitive root cause of the problem.

Event description:
It was reported that nurse went to patient home for dressing change on npwt. Nurse noted pump functioning properly soft port and black foam were compressed. When dressing was removed area surrounding wound was macerated. Nurse noted pooling of fluid at the wound site. Nurse also noted increase amount of slough in wound bed.